Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 79-year-old male patient, presented in the or for a tavr procedure. Ultrasound guidance was utilized to gain access to the right common femoral artery (cfa). The arteriotomy was caliber estimated between 7.5-8mm, with diffuse posterior calcification, no major tortuosity, and a deployment depth measurement of 4.5cm + 1cm. No issues were encountered inserting or withdrawing the initial 14f procedural sheath or during deployment of the evolut 29mm valve. Following the tavr, the initial procedure sheath was exchanged for an 18f manta sheath, and the 18f manta device was deployed for closure, achieving immediate hemostasis. Contralateral cfa access was gained to attain a femoral angiogram, indicating good flow downstream although a circular dissection was present at the access. A contralateral guidewire was delivered up and over the iliac arch attempting to cross the dissection and deploy balloon angioplasty, although was unsuccessful, and made the immediate decision to surgically intervene. During the surgical intervention, manta was seen properly deployed although the anchor was caught on the dissection, occluding the cfa. The manta was explanted, and a stent graft was placed to repair the dissection, close the arteriotomy, and flow restored. The patient outcome post-procedure was fine. The physician mentioned he believes the dissection was created d uring the tavr procedure due to the calcification present; although manta was deployed properly, the anchor caught on the dissection. Dissections are a common large-bore procedural complication. Therefore, the cause of the occlusion requiring surgical intervention is potentially due to user error. The manta instructions for use posts a warning not to use manta in patients with severe calcification of the access vessel. Procedure preparations state to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The severity of harm is ranked as a 4 based on the event of endovascular intervention requiring stent-graft and surgical repair at the vessel access site arteriotomy was utilized to treat the occlusion. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: tavi procedure. Access was made on the rcfa with ultrasound. Vessel size estimated between 7.5-8mm. The rcfa had diffuse posterior calcium and no major tortuosity. No issues at access, nor throughout the tavr procedure. Valve deployed on first attempt with good results. The pre-procedure depth measurement was 4.5+1=5.5. The manta sheath and was inserted and the manta device was deployed as per IFU without any issues. Bp was normal and act was around 220. Hemostasis was immediately achieved after manta deployment. A fem shot via contralateral cfa access was made to control arterial closure on the rcfa. It was noticed that there was a circular dissection plane at the access site, while blood flow was still maintained downstream. A gw was then brought up and over the iliac archery to try and cross the dissection, and then balloon, but without success. It was then decided to perform a surgical cutdown at the rcfa site to repair the artery. It was then noticed that the manta was properly deployed, but the anchor seemed to have been caught in the dissection plane thus obstructing the cfa. The cfa was repaired with a graft at the site and the patient is doing fine. The operators believe that the artery was dissected during the tavi procedure due to the calcium, and when the manta was deployed, the anchor caught in the dissection plane, but deployed properly. The patient is doing well with no health consequences.

Event description:
It was reported that: tavi procedure. Access was made on the rcfa with ultrasound. Vessel size estimated between 7.5-8mm. The rcfa had diffuse posterior calcium and no major tortuosity. No issues at access, nor throughout the tavr procedure. Valve deployed on first attempt with good results. The pre-procedure depth measurement was 4.5+1=5.5. The manta sheath and was inserted and the manta device was deployed as per IFU without any issues. Bp was normal and act was around 220. Hemostasis was immediately achieved after manta deployment. A fem shot via contralateral cfa access was made to control arterial closure on the rcfa. It was noticed that there was a circular dissection plane at the access site, while blood flow was still maintained downstream. A gw was then brought up and over the iliac archery to try and cross the dissection, and then balloon, but without success. It was then decided to perform a surgical cutdown at the rcfa site to repair the artery. It was then noticed that the manta was properly deployed, but the anchor seemed to have been caught in the dissection plane thus obstructing the cfa. The cfa was repaired with a graft at the site and the patient is doing fine. The operators believe that the artery was dissected during the tavi procedure due to the calcium, and when the manta was deployed, the anchor caught in the dissection plane, but deployed properly. The patient is doing well with no health consequences.

Manufacturer narrative:
(B)(4).